Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the stimulator was not working, and the patient was not having bowel movements, was more bloated, and there was a lot of vomiting and nausea. The following impedances were reported: 2c 469ohms, 3c 480ohms, 23 667ohms and all others were >4000ohms at 5v 330 14hz 0.1s 5.0s. It was noted that when running the therapy impedance, the value was 667ohms at 5ma and voltage at 3.3v. It was reviewed to adjust the amp and increase the current to 7.5ma, and it was noted that the doctor would continue to monitor the patient¿s condition. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a manufacturer representative (rep). It was reported that the patient hadn¿t had impr ovement since the device was implanted. No adjustments had been made to the device since that date. The patient was being seen on the following day for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp). It was reported the patient had a returned to baseline symptoms, with nausea and vomiting. The patient¿s current settings were 5v, 330 us, 14 hz, 01.s on, 5 s off, impedance = 670, the patient had been at the setting since implant in 2015. The patient¿s previous ins was replaced, and the hcp sated that was routine replacement. The ins state was ok with greater than 120 months longevity on the longevity check. The patient had good management of symptoms until about 5 month ago when she started having a reoccurrence of symptoms. It was noted there was no fall or changes in medication. It was noted the patient had type 1 diabetes, her indication for the device, but it was under good control per the hcp. The hcp noted they only did infrequent management of the patient. It was noted there was no activity or event that promoted the issue. The hcp noted the patient stated the return of symptoms started suddenly about 5 months prior to the report. The manufacture representative (rep) noted they would follow up with the hcp. There were no further complications that have been reported as a result of this event.